Event description:
The pt underwent a polyp removal procedure without complications. The next day the pt returned to the or for an esophagogastroduodenoscopy (egd) with esophageal and gastric biopsies. The pt tolerated both procedures well and was discharged. Two hrs after discharge, abdominal pain was experienced. Pt was transferred to or where exploratory laparotomy revealed two perforations in the cecum, compatible with cautery burns. The biomedical engineering dept examined the equpiment and indicated that "no deviation from standard practice of care or defect with the equipment" were revealed. The pt underwent cecal resection and appendectomy.